Manufacturer narrative:
(B)(4). Date sent: 09/10/2025. D4: batch #unk. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Investigation summary: this is an analysis of the photos submitted for evaluation. During the visual analysis, the following was observed: the photos show a tyvek with the product code gst45b, lot # 584a23, exp. Date: 2028-03-05. A lot trace was performed on the lot provided, the suspect diversion is confirmed since according to a lot trace of lot 584a23 showed that this lot was not authorized to be sold to the account that reported the issue. Therefore this is a confirmed diversion. Additionally, the 584a23 lot number which is not found in our quality tracking system. The analysis performed determines that the suspect package is not authentic johnson & johnson product. Based on the photos reviewed, the counterfeit product and suspect diversion are confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the device was suspected of delivery by parallel import. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 10/09/2025. Corrected data: investigation summary: this is an analysis of the photos submitted for evaluation. During the visual analysis, the following was observed: the photos show a tyvek with the product code gst45b, lot # 58423, exp. Date: 2028-03-05. A lot trace was performed on the lot provided, and the lot number was not found in the quality tracking system. In addition, there are significant differences observed between the suspect packages and the authentic packages/artwork. The analysis performed determines that the suspect package is not authentic johnson & johnson product. Based on the photos reviewed, it was confirmed that the product is counterfeit.